Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported a leaking water line to the architect c4000 which caused one person to slip, fall and a experience a 2 day inpatient hospital stay. No further information regarding the incident or treatment provided was available due to privacy laws. The leak has since been resolved.

Manufacturer narrative:
On 05/24/2017 the customer informed abbott that a technician was injured when the technician slipped and fell on water that had leaked from the di (deionized) incoming water line to architect c401587 (ln 2p24). At the time the incident was reported a serious injury could not be ruled out. Upon further inquiry it was learned the leaking water came from a non-abbott millipore system supplying di water to architect c401587. The millipore system was leaking at a loose millipore connector. It is not known how the connector became loose. The water leak was resolved by a lab tech securing the millipore connector. A review of the c401587 service history found no additional reports of leaking. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.